Event description:
The manufacturer received information alleging a rebreathing alarm was going off and the respiratory therapist could not reset it. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a rebreathing alarm was going off and the respiratory therapist could not reset it. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device is functionally tested and passes the test correctly. The device comes with the particular filter; it will be replaced due to contamination. The pm assessment does not recommend changing the internal battery pack, detachable battery pack, proportional valve and the way solenoid valve.